Event description:
The physician documentation states in his pre-op diagnosis: implantable cardioverter-defibrillator elective replacement indicator. Implantable cardioverter-defibrillator migration.notes from the discharge summary: "this patient had a history of dilated nonischemic cardiomyopathy. She had symptoms of heart failure and had a biventricular ICD implanted over two years ago, without incident. She did well until a recent follow up suggested a dislodgement of her left ventricular (lv) electrode. This device was inactivated. The patient began to have increasing symptoms of heart failure and arrangements were made for repositioning "of this lead." She was also determined to have had a recalled medtronic ICD electrode within the right ventricle. This lead had caused no difficulties and the patient was asymptomatic in that respect. The patient was taken to the operating room where her device was explanted and laser technology was required for removal of the right ventricular (rv) fidelis electrode. The coronary sinus (cs) lead was clearly dislodged having retracted proximally and it was removed. A new dual coil rv electrode was implanted and then the coronary sinus was accessed, coronary sinus venogram obtained and a new bipolar lv lead placed along the lateral margin of the left ventricle. Pacing thresholds were adequate intraoperatively as were defibrillation thresholds of less than 20 joules. Postoperatively, the patient had no difficulties and analysis of her device prior to discharge, showed the pacing parameters remained satisfactory and stable. The wound was healing without signs of hematoma. The device had been replaced subpectorally."